Event description:
Boston scientific received information stating: the ventricular lead impedance was >2000 in bipolar. It was switched to unipolar and followed up in 3 months. The lead measurements at the next followup were said to be normal and no events were logged, follow up was again 3 months. Today upon interrogation all lead measurements were appropriate. (B)(6) hospital. Dr. (B)(6), lead implanted (B)(6) 2002. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).